Event description:
Reporter alleged obtaining discrepant blood glucose values of 102 mg/dl back to back with a result of 288 mg/dl when testing was performed 2 minutes apart on the aviva system. Reporter stated on a different day another comparative test of 111 mg/dl back to back with a result of 391 mg/dl was performed 2 minutes apart on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing and obtained the comparisons from the system memory. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.